Event description:
It was reported that the patient with this right ventricular (rv) lead had a possible infection due to pain in the device implant site. There were no additional adverse patient effects reported. The rv lead remains in service.